Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during an infusion set change. The customer's blood glucose reading was 314 mg/dl at the time of incident. Customer indicated that they will call back after they find their other pump. Customer was advised to contact their doctor regarding their high blood glucose.